Event description:
Customer reproted receving inaccurate erratic readings. In blood glucose tests, customer received readings of 31, 37, 52, and 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid frll into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.